Manufacturer narrative:
Conclusion / root cause: this mc board was tested and no failures were identified. This da board was tested and no failures were identified. This da to mc board cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device alarmed during checkout before use due to flow sensor calibration data errors and reported diagnostic codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted codes as reported by the customer. The fse replaced the data acquisition and motor controller pcb boards and the data acquisition pcb to motor controller pcb cable to address the problem. Final applicable testing was performed per operating specifications and passed.